Event description:
Account stated they got low results on several patients and gave the following examples (sample # test/initial result/repeat result): glucose 2/127 mg/dl, glucose 2/122 mg/dl, glucose 2/107 mg/dl, glucose 1/97 mg/dl, albumin 2.7/4.0 g/dl, albumin 2.7/4.5 g/dl, total protein 2.8/7.7 g/dl. The incorrect results were not reported. The field service rep found the lld cable was damaged and repaired the instrument.